Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion is unknown. However, the patient¿s severe calcification in addition to continuous CPR could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required

Event description:
During a tavr procedure, central aortic insufficiency (cai) developed post bav. CPR was initiated and a second sapien xt valve was necessary after the first valve embolized into the ventricle. Nominal volume was used during inflation. Post deployment of the valve, a pericardial effusion was observed and pericardiocentesis was performed. Approximately 500cc were removed. The first valve was retrieved through the aorta successfully. The patient¿s chest was closed and she left the or with one edwards¿s valve in the annulus and in stable condition. The patient¿s native annulus was severely calcified. The native annulus measured 23x18.6mm2.